Manufacturer narrative:
(B)(4). As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the minicap sponge was outside of the cap but inside the packaging. This occurred during set up for peritoneal dialysis therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.